Event description:
The hcp reported the pt developed a seroma around the pump pocket and was treated for a possible infection. Eventually the pump was revised by a surgeon. The MFR was unable to obtain add'l info for this reported event despite repeated attempts.

Manufacturer narrative:
.